Event description:
Patient admitted for an elective right eye 23 gauge vitrectomy and scleral buckle. During the end of the vitrectomy, patient suddenly developed choroidal elevation both nasally and temporally. The intraocular pressure was elevated to about 60 while the air fluid exchange had been performed. At the same time this occurred, an attempt was about to be made to cut down on the choroid to relieve the presumed choroidal hemorrhage, patient suddenly desaturate with the oxygen level dropping. Code blue was initiated and patient was intubated. Patient subsequently expired despite all resuscitative efforts.